Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon spilled out, white fluff falling out of it [device breakage]. Case narrative: consumer reported via e-mail that the fluff inside the tampon spilled slightly. No injury reported.

Event description:
Tampon spilled out, white fluff falling out of it [device breakage]. Case narrative: consumer reported via e-mail that the fluff inside the tampon spilled slightly. No injury reported.

Manufacturer narrative:
Product investigation is in progress.